Manufacturer narrative:
When an order is received from the external system, cobas infinity checks several parameters and decides what to do with the received message. The issue is not clear which action will be performed when the order is received, indicating a documentation issue. The investigation determined although the cobas infinity worked as designed, the documentation issue led to the software sending patient information to an existing patient in the system.

Event description:
The initial reporter stated they had an issue with the cobas infinity software version 3.05.03. The customer alleged that the cobas infinity system displayed incorrect patient information when compared to the lis. Information for a different patient is shown.